Event description:
It was reported that the patient presented for a remote follow up via merlin.net with a right ventricular lead that exhibited failure to capture in non-sustained right ventricular oversensing episodes. No interventions were reported. Further information was requested, but not yet received.

Event description:
It was reported that the patient presented for a remote follow up via merlin.net with a right ventricular lead that exhibited failure to capture in non-sustained right ventricular oversensing episodes. No interventions were reported. Further information was requested, but not yet received.